Event description:
It was reported the stapler was used during a bariatric procedure. The pt expired post-operatively and a leak was noted on autospy. Md stated the staple lines were fine and he believes the leak noted was from the resuscitative efforts performed on the pt. No abscess or bleeding was noted. The md does not believe there was any instrument issue in this case.